Event description:
It was reported that during an unknown procedure, the staples would not hold. Another like instrument was used. There was no adverse patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.